Event description:
It was reported that the implantable pulse generator (ipg) had a no telemetry condition after neurosurgical treatment. The patient is pacemaker dependent, has been reprogrammed to doo mode. After surgery doctor tried to program ddd mode back, but during interrogation got some pop-up window which directed him to save the file either on diskette either on hard drive. Doctor chose hard drive. Subsequent device interrogation resulted in attached message. Pacemaker is pacing in doo mode as programmed, no injury for patient. After follow-up the physician pressed the vvi emergency button which resolved the issue. It was questioned how this was possible. The device remains in use. No patient complications have been reported as a result of this event.